Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 252 mg/dl for approximately 1¿2 hours while using the ilet pump, with no device alarms, data synced, and no infusion set or cartridge issues; the event followed an unannounced smoothie, and the user planned to allow ilet corrections to bring glucose back into range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a customer care assessment reviewing cgm data context, infusion set status, and pump status. Investigation of this case revealed no device malfunction or component issue, consistent with a missed meal announcement leading to postprandial hyperglycemia and appropriate automated correction by the system. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.

Manufacturer narrative:
Initial.